Manufacturer narrative:
A request was made for a boston scientific field representative to obtain additional information about this patient and device. This report will be updated when additional information is received.

Event description:
It was reported by the patient's daughter that this pacemaker recorded an alert in the remote monitoring system for a high, out-of-range pacing impedance measurement on the right ventricular (rv) lead. It was also noted the right atrial (ra) lead exhibited a high pacing threshold measurement. The patient was referred to their clinic to discuss the data transmission with their physician. No adverse patient effects were reported.